Event description:
Hcp reported "pump cap disconnected from pump! Cath disconnect possible tear at connector? (From suture?). The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information received.